Event description:
It was reported the external pulse generator (epg) was broken. Follow-up attempts to obtain additional details on what was broken were unsuccessful. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper case is broken and lower case is broken/contaminated. Ring cover and two side bail covers are contaminated. Battery release, battery drawer, and battery drawer o-ring are contaminated. Release spring and ring are bent.